Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has to press the wake button multiple times for the pump to respond. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the customer experienced low blood glucose (bg) levels (approximately 60 mg/dl). Customer stated that low bg's were due to not eating and being active. Customer consumed food to stabilize blood glucose levels. It was indicated that the customer has back up insulin pens for continued insulin therapy.

Manufacturer narrative:
Low bg issue- no failure identified.